Event description:
The nurse contacted baxter's technical service center to report an issue of a leaking minicap before use. The nurse stated that the minicap was broken on top and just before use the iodopovidone started to leak. There was no patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available. Since the lot number is known, batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The complaint for a leak was not confirmed as there was no sample returned for evaluation. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.